Event description:
Patient came in to have device interrogated and were unable to interrogate. Patient had severe junctional bradycardia and was not being paced. Pacing wires experienced increased thresholds but were already programmed to the maximum output. Patient was symptomatic, tired, listless, dizzy and vomiting. Two days later device was explanted and replacement ICD was implanted.